Manufacturer narrative:
Procedural cine and partial procedural echo were submitted for review. The following observations and impression were made by an edwards physician proctor. Observations- pre-op CT: · poor quality images · aortic annulus area in 45%, 491.6mm2 · lvot (3mm lower than annulus) in 45%, 545.4mm2 procedural echo: · echo images provided are still images, unable to give thorough review procedural cine: · mac seen · pa catheter seen in right pulmonary artery · calcified leaflets · no image of bav provided · good alignment of 3 cusps · valve deployed well, coaxial and slow inflation · valve not fully expanded and appears too large for annulus · annular ruptured confirmed near lcc. Impressions/recommendations: poor CT images were provided. Measurements were taken by the edwards physician proctor, which show a discrepancy from annular measurements provided from the hospital (491.6cm2 versus 562mm2). If valve size is a concern, we recommend a 25mm bav with contrast injection during full balloon inflation to verify correct sizing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed; however, it appears that valve oversizing may have contributed to the event. As reported, the annular area measured on CT was 526 mm2, which is more consistent with 26 mm valve placement. In addition, patient factors (severely calcified annulus and leaflets) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during implantation of a 29 mm sapien xt valve by transfemoral approach the patient¿s blood pressure began to drop and an echo revealed a pericardial effusion. A pericardiocentesis was performed. Arterial blood was noted and a decision was made to place a pericardial drain in the chest to stop the bleeding. The patient was stabilized and was transferred for post management care with a pericardial drain. Per report, the bleeding source was unknown; however, it was thought to be a contained annular rupture. Of note, the patient recovered well. The native annulus diameter measured an area of 526 mm2 by CT. The native annulus and leaflets were severely calcified. The sinotubular junction (stj) diameter was 28 mm and the sinus of valsalva (sov) diameter was 32 mm x 31 mm x 34 mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilations were not held and there was no loss of pacing capture during valve deployment.